Manufacturer narrative:
Additional information received, and it is documented in b5. The investigation of the returned balloon catheter found the balloon ruptured as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture, but this condition is consistent with the device experiencing forces over specification due to over inflation.

Event description:
The physician told the balloon had a rapid loss. Everything inclusive the sofia were pulled back in the bobby. The procedure was completed normally. After they pulled back the full system, the stroke was successfully treated.

Event description:
It was reported during treatment for a stroke, the balloon was pulled back using a stent retriever, and the balloon burst. There was no patient injury was reported. The patient is well off and is up to the circumstances. An attempt was made to provide additional information regarding this event, but the information was not forthcoming.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.